Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the problem reappeared, which the caller acknowledged and understood.